Event description:
Pt underwent orthopedic repair of rotator cuff injury in 2001, using three #1 tycon sutures and three (3) bioabsorable corkscrew anchors. Pt presented 2002 with recurrent tear to rotator cuff. During surgical procedure, two of 3 original corkscrews found broken off and embedded in rotator cuff tissue. All three corkscrews were removed and shoulder repaired with tykron sutures.